Manufacturer narrative:
Customer did not provide serial number.

Event description:
The customer called to inquire about removing the etco2 module in order for the device to pass the operational check. Upon further investigation, it was determined that the etco2 module has failed and requires replacement. There was no reported patient involvement.